Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however information from the field reveal the event was potentially due to lead damage.

Event description:
The patient presented in the clinic with a vibratory alert. Upon interrogation, high defibrillation impedance, noise, and high capture threshold on the right ventricular (rv) lead were noted. During the revision procedure, the physician noted damage near the distal end of the lead. The lead was explanted and replaced. The patient was stable with no adverse consequences.